Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently became hot to the touch when plugged into a power source and charging. The customer provided a blood glucose level of 57 mg/dl. The customer continued to use the pump for insulin therapy.